Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected the pump from charging and the pump shut off. The customers blood glucose level was not impacted. During troubleshooting with tandem technical support, review of the pump data indicated multiple button interaction. Subsequently, the pump was placed in storage mode. The contact stated that customer was not holding down the button and nothing was pressing on button while the pump was charging and the pump is currently operating as intended. The contact indicated that the customer was able to reload a cartridge onto the pump prior to contacting tandem technical support and resume insulin delivery.